Manufacturer narrative:
The technician found the siderail end tube was broken. The technician replaced the end tube to repair the stretcher.

Event description:
Info received indicates the left siderail will not latch.